Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Explant date: 2019.

Event description:
It was reported that the patient was having pain and discomfort at the ipg site. Symptom of swelling was noted. It was also stated that the patient was experiencing ineffective therapy. The patient underwent an explant procedure. Explanted ipg was discarded. No further information has been obtained despite good faith efforts.